Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are not getting stimulation in the right area and very little in the wrong area. The patient states that they met with the healthcare provider 3 days ago, and they told the patient that they needed a representative to make an adjustment. The patient stated that they had scheduled an appointment today to make their required stimulation adjustments. The agent offered to help make stimulation adjustments over the phone, but the patient stated that their adjustment needed to be made in person.

Event description:
Additional information was received from the patient. They called in response to two letters they received. Patient wished to provide general information and did not respond to follow up letter questions directly. In regard to this event, the patient provided the following information: they met with a manufacturer representative (rep) and a custom program was created with all 4 electrodes active and the rep told the patient they would get shorter ins battery life because of this. Patient did not know if the issue was resolved because "it had only been a day". Patient also stated that if the reprogramming did not resolve matters, then it might be an issue with their urethra.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.